Event description:
Implanted in pt in 2001. In the following month, pt complained of wetness at the site, upon inspection, the hub was still attached, taped down, to patient's arm, but the catheter had come unattached from the hub and emboilized into patient's arm. Nurse put a tourniquet on the arm and massaged gently, the catheter came right back out. Was removed on that same day, no injury. No further information at this time.